Event description:
During initial implant procedure of a leadless pacemaker (lp), it was reported there was difficultly releasing the lp from the delivery catheter. Following release, it was observed that the helix of the lp had stretched. The lp was explanted and a new device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During attempted implant, it was reported there was a separation failure and subsequent elongation of the helix of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.